Manufacturer narrative:
Prior to removing and inserting in the pt, all the products were undamaged, and all the products were new. All the prods were prep according to IFU guidelines. During prep, the coil and microcatheter were undamaged. No info was available indicating if the microcatheter was re-shaped with the mandrel. There were no issues noted during insertion (kinks, bends, etc). During insertion, the delivery sys introducer was seated correctly in the microcatheter hub, and no resistance or friction was noted with the microcatheter hub or inner lumen. A constant and dedicated flush was maintained through the mc and the flush was readjusted when inserting the guidewire. After removal from the pt, the microcatheter was undamaged. The microcatheter was not torqued against any resistance. During insertion, manipulation or removal, no resistance was noted between the coil sys and microcatheter. The same microcatheter was utilized to complete the procedure. No resistance or friction was noted between the microcatheter and guidewire. The procedure was completed with another dcs was used (cat,/lot unk). The target site was the internal carotid/posterior cerebral artery, but there was no info regarding the aneurysm or vessel characteristics. No further info was available. The product will not be returned for analysis. Add'l info will be submitted within 30 days of receipt.

Event description:
The product was inserted into the (mc) microcatheter (excelsior, boston scientific) and advanced toward the target site, but the physician found that the coil was unraveled as soon as the coil exited the mc. The sys was withdrawn and another product (dcs, different size, cat/lot unk) was used for the procedure. The procedure was completed successfully, and there was no adverse event.